Event description:
The complainant reported that upon receipt of the automated impella controller (aic), the devices display was blank. No patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Device analysis shows that one of the pins of the lvds connector on lcd was bent and the lvds connector cable was also damaged. It is possible that excessive force may have damaged the components. This report is being filed as part of a retrospective review of historical records.